Event description:
Customer reported the alarm will not power on. Customer has replaced the batteries with a new supply. Customer did not provide a date when this was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results - eval of the returned unit confirmed the reported issue of no power - unit did not power up when using new batteries, an external power supply or a 9v adapter. The eval also found the battery springs and flat contacts are corroded due to battery leakage. There is battery leakage residue inside battery compartment. Note: instructions for use state: always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).